Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was dead. The customer¿s current blood glucose level was 130 mg/dl. The customer stated that he had the settings changed because he was having surgery. The customer also stated that he had the pump suspended since last wednesday. The customer advised to try a new battery in the pump, but he stated that he does not have one with him. The customer advised to make sure there were no damages to the battery cap and there was not. The customer advised to try a new battery and then call us back to receive help with setting change. The insulin pump will not be returned for analysis.